Manufacturer narrative:
The company representative examined the system and replaced the communication cable assembly, and cleaned the cable and connector contacts. The system was then tested and met product specifications. The root cause is unk. (B)(4).

Event description:
A customer reported a system message displayed during a procedure. The case was completed using an alternate system following a 30 minute delay. There was no harm to the pt.